Event description:
It was reported that during a affirm breast biopsy guidance system procedure on june 2nd , the z-axis needle moved down by itself, causing an unspecified breast injury. A field engineer examined the equipment and determined that the clutch screws got loosen, the clutch screws were fixed and tested and the equipment met the manufacturer´s specifications. A follow up with the customer reported that no medical intervention was required and that the patient was rescheduled. No additional details could be obtained related to the breast injury, it is suspected that it was a superficial cut but could not be confirmed.